Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette, with lens scratches". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd-legacy pump was returned for investigation in good used condition (the screen was scratched up however). The moment the device was powered up the device started double beeping, and indicated that the downstream sensor needed to be replaced. The downstream sensor and screen were replaced. The root cause of the product problem was not established.